Event description:
It was reported that the impedance spiked on the superior vena cava (svc) coil of the right ventricular (rv) lead. The patient had undergone cyber knife treatment for lung cancer right in the area of the rv lead. It was further reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing of noise and a possible fracture. A chest x-ray was performed and the svc was programmed off. The lead was later partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. On (B)(4) 2015, superior vena cava (svc) coil impedance spiked >200 ohms from a trend in the 50-60 ohms range. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 4076-52 lead, implanted: (B)(6) 2011. (B)(4).